Event description:
It was reported that the patient presented to the emergency department (ed) and a remote transmission was sent per the ed physician's request. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's implantable cardioverter defibrillator (ICD) displayed a "high number of vt detection/therapies. Possible inappropriate therapy." The ed physician was going to consult with an electrophysiologist (ep) for further treatment. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.